Manufacturer narrative:
In response to FDA report number mw5087743. The events of death and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided the following report: a health professional reported "an alcl related death reported from literature. The cause of death is noted as progressive clinical decline, advancement of alcl". No pathological markers were provided.

Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of MDR # 2024601-2010-00481.

Event description:
Regulatory agency provided the following report: a health professional reported "an alcl related death reported from literature. The cause of death is noted as progressive clinical decline, advancement of alcl". No pathological markers were provided. This was found to be a duplicate of MDR ID# 2024601-2010-00481.